Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. A review of the device history record confirmed that the pump was performing within specifications at the time of release.

Event description:
The patient reported that the up arrow, down arrow, and contrast keypad buttons have required several hard presses to obtain a response for the past few weeks. She stated that she wears the pump in her pocket, and denied exposing the pump to cleaning products.